Manufacturer narrative:
(B)(4) d10: associated product information, part (lot): unknown nexel mini compress distal humerus component. (Unknown) h6: proposed annex g code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the ulna-side component was grossly loose and exhibited windshield wiper motion. The ulna component was reported to already be at the longest available option (approximately 115 mm), and a request was made for an option longer than 115 mm and possibly larger in diameter. Attempts have been made and no further information has been provided.